Event description:
The dealer was testing this brand new unit and had it running for about an hour, when the unit allegedly overheated and turned off. The unit was allegedly too hot to touch. No injury is alleged.

Manufacturer narrative:
The dealer alleges that there was a burning smell during an out of the box inspection of a concentrator model irc5po2c, sn (B)(4). Packaging and transportation of the device were not documented in the dealers statement. The user manual pn 1143482 on page 11 provides unpacking checks for damage: ''check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier'', the dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. They are: ''current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm.'' The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were seen or the device shut down. These indicators would alert the consumer to overheating of the device. On (B)(4) 2012 - (B)(4) device evaluation completed. Condition of return: the unit appeared to be in good condition with 6.9 hours showing on the hour meter. Result analysis: visual: the unit appeared like new. Functional: the concentrator was powered on and the flowmeter set at 5lpm. After approximately an hour of operation, the unit alarmed and the shroud felt warm to the touch. The unit was turned off and the shroud removed. It was determined that the fan wire harness from the fan into the molex connector was not totally connected due to defect internal to the terminal. The internal connection was fixed and the unit operated for approximately an hour with o2 = 96.1%. Conclusion: the concentrator malfunctioned due to a defect in the molex connector. A step has been added in the manufacturing process to use a permanent marker on fan when unit is powered on to test; i.e. If fan works and rotates, the marker will make a white circle that is clearly visible. This change was effective (B)(4) 2011.

Event description:
The dealer was testing this brand new unit and had it running for about an hour, when the unit allegedly overheated and turned off. The unit was allegedly too hot to touch. No injury is alleged.

Manufacturer narrative:
The dealer alleges that there was a burning smell during an out of the box inspection of a concentrator model irc5po2c sn (B)(4). Packaging and transportation of the device were not documented in the dealers statement. The user manual pn 1143482 on page 11 provides unpacking checks for damage: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier." The dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. They are: "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm." The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were seen or the device shut down. These indicators would alert the consumer to overheating of the device.